Event description:
It has been reported to philips that tempus pro - "dead spots on touchscreen" tried recalibrating with like results. Customer say they have removed the screen protector, cleaned screen, recalibrated, and replace screen protector with like results.

Event description:
It has been reported to philips that tempus pro "dead spots on touchscreen" tried recalibrating with like results. Customer say they have removed the screen protector, cleaned screen, recalibrated, and replace screen protector with like results. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. Further updates will be provided when the investigation is completed.